Event description:
It was reported that the stent deployed by itself before entering the patient. An 7mm x 40mm x 130cm eluvia drug-eluding vascular stent was chosen as the treatment for peripheral artery disease of the superficial femoral artery. During the procedure, the stent began to prematurely deploy inside of the sheath. The sheath and eluvia were removed together, and it as noted that the stent was fully deployed within the sheath. A different device was used successfully to complete the procedure without sequela.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia drug-eluting vascular stent system with a terumo introducer sheath. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed kinks along the sheath at the nosecone 2.8cm, and 47.3cm from the nosecone. The inner liner was also kinked 5.5cm from the tip. The rack was separated 3cm from the handle (proximal section of the separated rack did not return for analysis). Microscopic examination revealed no additional damages. The stent appears to have been deployed and did not return for analysis. The returned terumo introducer sheath was x-rayed, and the deployed stent was not inside it. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis revealed damage that could have contributed to the reported deployment issue.

Event description:
It was reported that the stent deployed by itself before entering the patient. An 7mm x 40mm x 130cm eluvia drug-eluding vascular stent was chosen as the treatment for peripheral artery disease of the superficial femoral artery. During the procedure, the stent began to prematurely deploy inside of the sheath. The sheath and eluvia were removed together, and it as noted that the stent was fully deployed within the sheath. A different device was used successfully to complete the procedure without sequela.